Event description:
A post cardiac surgical patient was pacer dependent in the surgical intensive care unit several hours after completion of surgery, when the physiologic monitoring alerted clinical staff to the fact that the patient was asystolic. Immediate examination of the patient found the temporary external pacer to be completely turned off. CPR was performed while another pacer could be found. Upon connection with the replacement pacer the patient was returned to the expected rhythm. It is known that there was no indication of a low battery three hours prior to the incident and the 9 volt battery that was in use when the incident occurred was found to be within normal charge limits, at 8.75 volts, after the incident. Since the patient was totally pacer dependent and not active, and no one else was in proximity of patient when the event occurred, it appears the unexplained power off of the pacer caused the adverse event.manufacturer indicated intent to examine and test the pacer as well as battery.